Event description:
In early 2009, a male patient whose anatomy was not tortuous or calcified underwent aaa repair. The physician was trying to release the top cap, but he was unable to advance the pink hub. By using extreme force, he was finally able to release it. The graft did require repositioning in an upwards direction to achieve the desired outcome as it moved down during the top cap advancement. The procedure was then completed with a satisfactory outcome and no additional grafts were required. The patient is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. Additionally, for this part of the procedure (advancing the top cap), the IFU recommends to use an les wire (lunderquist) for extra support. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques if this failure mode is to occur. There are controls in place for the soldering process ensuring the barbs, on the top stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. No product or image were received to assist in this investigation. At this time, we are unable to determine the root cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.